Event description:
It was reported that the glenosphere cracked while impacting.

Manufacturer narrative:
Eval summary: cracks and fractures of the glenosphere helmets were investigated in. As a result the design of the helmet was modified. In (B)(6) 2013, an FDA reportable recall was initiated to remove the helmets produced prior to the changes. Eval: as returned, one of the tabs is cracked. Device history records indicate all components were manufactured and inspected to specification.